Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6 x 100 x 75 innova¿ stent was selected for an endovascular treatment (evt) procedure. The 90% stenosed, focal target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). The innova stent was advanced ipsilateral over a .035 non-bsc wire. Approximately midway to the lesion area, the innova delivery system became stuck on the wire. The shaft was kinked at this time. The delivery system was attempted to remove, however the wire was removed with the delivery system together. The procedure was completed with a new wire and a non-bsc stent was placed successfully. There were no patient complications reported.